Event description:
Pump malfunctioning stating cartridge removed. Patient was able to complete the load, fill and infuse process but then after some time the alert would occur. Patient was able to restart the pump a few times (unknown exact number of times restarted). Eventually the pump would not function. Patient was able to use backup pump. Pharmacy will send replacement. Did the reported fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by: patient/caregiver. Dose or amount: 75ng/kg/min, frequency: continuous, route: subcut. Dates of use: from (B)(6) 2015 to current. Diagnosis or reason for use: pah. Patients husband spontaneously called in and stated ms3 pump (for remodulin) he just received in mail, lost programming data. Pump without battery about 20 hours, advised we need to resend pump again. Reminded to place battery in it once received. Sn (B)(4) due 08/31/2019 being replaced. Never used pump no adverse event as result. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No.